Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6)2024. Date of event is an approximation. The pediatric patient experienced a skin reaction with redness, inflammation and infection extended beyond the patch perimeter, which occurred 4 days after the sensor had been inserted in the thigh. The patient was taken to the hospital and prescribed oral antibiotics for 2 weeks. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.